Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values and sensor calibration alerts. The customer's blood glucose was 156 mg/dl, and the sensor glucose value was 64 mg/dl at the time of the incident. The customer experienced hypoglycemia. The event involved product(s) mmt-7040a. Troubleshooting was performed for the sensor alert, and the customer entered a new blood glucose to calibrate, but calibration was not accepted. The customer did not receive a change sensor alert. The customer explained that I should wait before attempting to calibrate again after getting the calibration not accepted message. Troubleshooting was performed for the sensor glucose and blood glucose and found the difference between sensor glucose and blood glucose values was beyond the 30% limit, which is not within range. Insulin delivery was not suspended due to the difference. No further patient complications were reported. Product return for mmt-7040a is not expected.